Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited far r wave oversensing. No intervention was performed, and patient condition was unknown.